Event description:
It is reported that the zmr plastic calcar body provisional fractured into two pieces as it was being removed from the femoral canal.

Manufacturer narrative:
Evaluation summary: it is unknown how long and how frequently the devices were used. The surgical notes are unavailable and other instruments used during the extraction are unknown. Based on the information available, the fracture of the calcar body provisional may have been due to one or a combination of the following mechanisms: the fracture was most likely due to excessive force applied with the slap hammer to disengage the body from the provisional stem during extraction. The orientation of the slap hammer may have also caused the calcar body provision to fracture due to the incident angle of the applied force. If not aligned axially, the calcar body provisional may fracture along the stress raisers such as the c-clip indentation and hole. The frequency of use may have also contributed to the fracture, as autoclaving may change the material properties of the calcar body provisional, making it more brittle and thus more susceptible to fracture. However, the exact cause for the current situation cannot be conclusively determined. As returned, the provisional is fractured near the largest diameter of the taper. Aside from the fracture, the provisional appears to be in good shape. The taper appears to have not been damaged upon removal. Device history records indicate all components were manufactured and inspected to specification. The provisional has a potential field age of approximately nine years.